Event description:
Patient's relative reported right side "rupture". Later, healthcare professional reported right side rupture. Later, healthcare professional reported capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: a.4, b.5, d.4, d.6b, g.2, h.6.

Event description:
Patient's relative reported right side "rupture". Later, healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient's daughter reported right side "rupture". Device remains implanted.